Manufacturer narrative:
Batch review performed on 12.03.2021: lot 052090: (B)(4) items manufactured and released on 31-mar-2006. Expiration date: 2011-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by medacta r&d project manager: looking at the image attached to the complaint is visible that the whole ha coating on the stem body has been absorbed by patient bone as expected. No particular signs or damages are present on the explanted stem. It is not possible to define a root cause of the reported loosening. Clinical evaluation performed by medacta medical affairs director: femoral component revision performed about 14,5 years after primary cementless total hip arthroplasty in a (B)(6) year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, signs of osteolysis and stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. Of course the probability that a total hips involved in phenomena of stress shielding and osteolysis is bound to increase with time and activity, as specified in the instructions for use. The exact reason of this event cannot be determined.

Event description:
Loosening of a quadra-h (4 std) stem after 14 years and 7 months after the primary surgery. The surgeon revised the stem, head and inlay.